Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/19/2023. H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: did the needle fall into the patient? No. If yes, was the needle piece(s) retrieved during the same procedure? What tissue structure the broken needle was located? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Please provide the lot number: don¿t have device return status. Please document the shipment tracking number: no please provide the source or name of person providing answers to follow-up questions: (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was received: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown. Trade name: irgacare. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength = 2360 g /m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During use on the patient it was noted that the needle broke. The needle breaks when starting to suture. There were no patient consequences reported. Additional information was requested.